Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Review of the controller log files revealed two (2) controller power events were logged on (B)(6) 2020 at 07:34:37 and 07:35:32, respectively. The data point prior to the first loss of power revealed that a battery was connected to power port one (1) and another battery was connected to power port two (2). The data point recorded after the first loss of power revealed that the second battery was connected to power port one (1) and the first battery was connected to power port two (2). The controller was without power for 9 seconds. The data point prior to the second loss of power revealed that the second battery was connected to power port one (1) and the first battery was connected to power port two (2). The data point recorded after the second loss of power revealed that a third battery was connected to power port one (1) and the first battery was connected to power port two (2). The controller was without power for 14 seconds. No anomalies were observed leading up to the losses of power. Additionally, review of the controller log files revealed multiple low flow alarms have been logged since (B)(6)2020. As a result the reported events were confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported low flow event. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #:(B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 22, 4310 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of log files revealed the controller exhibited two instances of unexpected loss of power. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted to provide additional event information. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 31-jul-2021 / serial #: (B)(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 19-jul-2019 h5: yes h6: patient code(s): c50809, c50602, c3390 h6: device code(s): c62860, c62859 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced left sided weakness and visual field deficits. The patient was admitted to the hospital where an embolic cerebrovascular accident (cva) was discovered by a head computerized tomography (CT) scan. Logfile review indicated a ventricular assist device (vad) stop. The patient had previously complained of low flow alarms confirmed by logfile review. A platelet inhibitor was added to the patient¿s existing anticoagulation regimen. The vad remains in use. No further patient complications have been reported as a result of this event.